Event description:
One pediatric sample with a phenobarbital test request. The lab technician ran the pediatric sample for phenytoin, instead of phenobarbital and reported the phenytoin result. The result was interpreted as a phenobarbital result, and the patient was treated accordingly. This issue occurred two additional times on the same patient with subsequent samples. No adverse events reported in association with the incorrect results. The account found the short name of both phenytoin and phenobarbital tests to be very similar which caused the lab technician to run the incorrect test on the pediatric samples. The account resolved this issue by changing the short names of both tests to eliminate any further confusion.